Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that the unit had an incomplete mesh. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). H6 - conclusions: reuse of cutters that were already deemed unusable. The device history record and previous repair record for zimmer skin graft mesher serial number (B)(6) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported that a mesher produced an incomplete mesh. The customer returned a zimmer skin graft mesher serial number (B)(6) for evaluation as well as 1.5:1 cutter serial number (B)(6) and 2:1 cutter serial number (B)(6). Evaluation of the device on 18 november 2019 found that the device was outside of calibration specifications, but produced a passing test mesh, and had visible damage to the gear and side plates. The two returned cutter were found to have both produced incomplete meshes and were deemed non-repairable. Repair of the mesher occurred the same day and involved replacing the side plates, bushings and the roller gear as well as the collars and gears on the cutters. The technician then recalibrated the device and verified that it was functioning as intended. The mesher and cutters were then returned to the customer without further incident. The devices were tested, inspected, and repaired. Based on the information provided, the cause of the device producing an incomplete mesh was due to the reuse of cutters that were found to have produced incomplete cuts with the mesher. During evaluation of the device, it was found that both of the returned cutters produced incomplete cuts and that both of the returned cutters had been previously found to have not produced proper cuts and deemed non-repairable. The instructions for use for the zimmer skin graft mesher (zimmer skin graft mesher instruction manual) states that a damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.